Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexplained loss of capture on the implantable pulse generator (ipg). It was also noted that there were high thresholds on the right ventricular (rv) lead. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.